Manufacturer narrative:
One ensite x amplifier was received for evaluation. Visual inspection revealed the front ports, rear ports, and chassis show signs of wear consistent with use over time. For evaluation purposes ports 3 and 4 small form-factor pluggable (sfp) were temporarily exchanged. The amplifier was powered on and booted to a solid green ¿ready¿ light emitting diode (led) status indicating the amplifier passed the power-on-self-test (post) and successfully communicated with the test station tracker software. During analysis, the amplifier logs identified a warning message stating: ¿an under-voltage condition¿ for the 3 channels within the slot 4 cardiamp board. The message was followed by a slot 4 pmbus critical error which sent the amplifier into a blinking amber (error) state. The cardiamp was temporarily replaced isolating the symptom to the board originally in slot 4. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information provided to abbott and the investigation performed, the root cause of the reported event was attributed to the cardiamp board in slot 4.

Event description:
During a left-sided atrial flutter procedure, an orange light was noted on the amplifier as well as a software issue and the procedure was cancelled with no patient consequences. The procedure will be rescheduled.